Event description:
It was reported that when using the bd pyxis¿ es server, etl delay overnight. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load was delayed overnight. A technical support specialist (tss) verified the etl, restarted it but the issue remained unresolved. Tss applied batch update, reenabled the etl and completed its 5 minutes per update, but again etl was still in progress. Tss then examined the reported overnight data processing delays by accessing the server and reviewing system activity. The tss restarted the data processing service, applied relevant corrective guidance including knowledge article "esr 1.23 - etl failing due to delete statement on "fk_factpaperworkstatefacttransactionsessionkey_facttransactionsession", and coordinated support to resolve blocking database queries. The ds server reports database was backed up, the provided script was transferred to the customer's enterprise server and executed against the database. The extract transform load cycle was monitored during purge hours, system stability was confirmed, the customer was informed that the issue was resolved, and ongoing monitoring was handed over as part of normal follow up before the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.